Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized multiple times due to ¿problems¿ with tandem pump; details and nature of hospitalization were not provided. No additional patient or event information was provided to tandem technical support.